Manufacturer narrative:
Multiple attempts have been made to try to obtain additional information but no customer response.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer troubleshot this issue over the phone. The customer was advised to replaced the solenoid.